Event description:
Permanent disfigurement; we put the owlet monitor on our baby's foot as instructed by the manufacturer. The foot developed redness which started bubbling up. We immediately stopped using it. Now it has been months and there is still red bubbles covering the area which the owlet was on. FDA safety report ID# (B)(4).